Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they needed a new recharger (rtm). Pt stated that they would connect the rtm into the controller to start charging the ins and that the light above the screen was green, however the light would then turn yellow and the controller would say to reposition even though the rtm was right over the ins. Pt stated that the batteries screen would display, however the ins wasn't actually charging. Pt stated that it would take forever to try and get the ins charging and that they would have to reset the controller a couple times. Pt noted that sometimes, such as yesterday, it took a half hour to get the ins to start charging. Pt stated that it takes awhile for the ins to charge as well; pt stated that usually they could recharge the ins in only about twenty minutes. Pt stated that they were afraid that the ins battery was going to run out as the controller was initially at 100% and the ins was at 40%, however now the controller was at 90% and the ins was at 30%. Pt stated that they do mostly sitting and standing and that their leg is okay at night, so they turn the ins off at night. Pt stated that they would turn the ins back on in the morning and that the ins battery would still be around 80% or 90%. Pt confirmed that the connection between the rtm and controller was tight. Pt stated that the rtm relay box would sometimes get warm but not hot while trying to recharge the ins. Pt stated that usually most of the time recharging excellent was indicated when recharging the ins; pt mentioned that they had seen recharging good before. Pt stated that lately they were only recharging the ins once a day. Pt noted that they would recharge the controller back up to 100% after recharging the ins. When pss asked for the event date, pt stated that it had been about four or five days. Pt stated that with the ins they have had no pain in their leg for the probably the past couple months. The patient was sent a replacement recharger (rtm). No symptoms were reported. Additional information was received. It was reported that the recharger antenna was getting hot today (2022-02-09) when charging the ins; pt said the recharger antenna charged fine yesterday and charged the ins in 20 minutes the other day, but now, the pt plugged the recharger antenna into the controller and got the green blinking light. The green light blinked two times and then "went yellow." Pt said they "saw the two batteries screen" and theins was not charging. Pt said they "knew they were hitting right on the battery." The pt got "excellent" charge quality, but ins was not incrementing. Pt said they usually charge "right in the day" and pt turned the "electrodes" off at night. An email was sent to the repair department to replace the recharger antenna.

Manufacturer narrative:
B3: date is approximate continuation of d10: product ID 97755-s, serial# (B)(6). Product type recharger product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the recharger (serial# (B)(6)). Found no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.